Event description:
It was further reported that the issue was ongoing. The patient still wasn't feeling it at night after a few hours of laying down. The company representative got a new 8840 card to read her battery further. The patient was to be seen the first week of october 2014, but the patient had cancelled. The patient was to reschedule but had not done so as of yet. If additional information is obtained a follow up report will be sent.

Event description:
It was further reported that after the lead revision in august, the patient was getting better stimulation, but the problem was still occurring. There was no allegation that the actual voltage was changing. It occurred every night and with or without the adaptivestim function. The clinical programmer file was sent in to the company for review. Summary information included that the patient did not use the device every day, its usage was at 58% of the time. The patient had a fair amount of transition time and was not triggering the mobility setting much at all. The patient used group a which showed that the voltage was down to 0v, which was unusual given her complaint of fading stimulation while lying down. It was unknown if the patient turned this down intentionally. The impedances were all within range and the device functioned as intended. Additional information from the company representative regarding outcome was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported intermittent stimulation and no stimulation sensation. It was stated that the patient could go all day with great stimulation and never lose coverage, but at night when the patient lay down she felt the stimulation gradually decrease (over 1-3 hours) until she could not feel stimulation and the patient's pain increased. It was stated that the patient had to then increase stimulation with the patient programmer quite a bit to feel stimulation. It was further reported that in the morning the patient's stimulation gradually increased (over 2-3 hours) before she felt it normal again. It was noted that adaptive stimulation had been off for a few weeks and the problem still occurred. It was reported that the issue happened in any lying/horizontal position, even if lying still. It was noted that it had happened since implant, and happened before and after the replacement of the percutaneous lead with a surgical lead in (B)(6) 2014 (due to previously reported lead migration). It was reported that impedances were all good and that the patient got good coverage during the day. It was noted that the manufacturer's representative was unable to capture the mdt file and the patient was asked to keep a log of times the event occurred. It was noted that after an hour of sleeping stimulation decrease "by as much as 50%." It was stated that it "took a little bit" to feel it again. It was noted that the patient took 5 mg of hydrocodone at night but it was unknown if this affected the reported issue or not. The patient noted that when she woke up during the middle of the night she would "just watch tv and could even notice the increase/decrease happening while she was awake. It was noted that no cycling was programmed, the patient had two programs. It was reported that the stimulation changes occurred on both sides, not just isolated to one lead side or another. It was noted that follow up would be done in 1 week.

Event description:
It was further clarified that the patient was seen for her first post operative visit on 2014 (B)(6). The sensor function was activated on 2014 (B)(6). The patient requested to be seen 2014 (B)(6). It was stated that the patient never complained of a loss of stimulation, but rather, wanted it in a different area every time. The patient would be programmed, which would last 2-4 days, and then the patient would want to be reprogrammed again. The patient was also seen on 2014 (B)(6) and 2014 (B)(6) for same complaints of wanting stimulation area changed.

Event description:
Additional information received reported impedances were normal and no system issues were seen in the reports/files that were reviewed. There was intermittent stimulation use during late (B)(6) ¿ (B)(6) and the patient indicated she was frustrated during a 2-week period during this time and was using less stimulation. The patient was frustrating with stimulation due to losing stimulation sensation during the night so she was turning it off. The patient wouldn¿t turn stimulation on during the day due to frustration with this issue. The patient had tried to increase simulation during the night to get sensation back and/or would change positions to try to get stimulation back. The patient would have to increase it really high (for example from 4 volts to 7 volts) to feel it and she would gradually have to decrease down after getting up in the morning as it would be too intense as time went on during the morning. Similarly, if patient turned stimulation up in the morning to get sensation, she would have to gradually decrease stimulation back down because it would be too intense. It would be frustrating to have to gradually decrease stimulation using the patient programmer all morning long until it was comfortable. The patient tried laying propped up, flat, etc, and had fading of stimulation regardless of position. 1 hour to 1.5 hours into the sleep at night was when they patient experienced a loss of simulation, so after that hour in bed she would have lost 50% of sensation. If they woke up at 1 am, her stimulation would be totally down, would feel loos of sensation. Similarly, if she went to the bathroom in the middle of the night she would have lost stimulation sensation. The same issue with the leads, which were revised to lead migration. The patient would wake up frequently due to pain and had at night, and repositioned herself frequently due to pain at night. Now the patient had better coverage with her surgical lead. They did have other positions when she lost stimulation sensation, specifically when she looks down to the ground or looked up. The patient had that with her surgical lead but didn¿t think she had it with the percutaneous leads. They noted the percutaneous leads, the patient would lose some of her stimulation sensation when sitting in the car and accelerating in the car and pushing back in the set. The current lead was at top of t8. The patient was off her pain medications. There were no further actions at that time. The patient was doing ok.

Event description:
It was reported there was stimulation in the wrong location. It was logged that for approximately 1 month post implant she was receiving 60-70% pain reduction. It was logged that after that and up to the time of report she had only been receiving 20-30% pain reduction and felt as if she lost stimulation connectivity when she changed body positions. It was logged that when reclining she would feel no stimulation and so she had to sit forward to re-connect the stimulation. It was noted that 2 hours after laying down to sleep she woke up and felt no stimulation, then had to sit back up to reconnect the stimulation. It was reported that 6 weeks after implant the patient saw the manufacturer representative(rep) and the rep thought it was maybe due to post implant healing. It was logged there were numerous re-programmings every 2 weeks that were tried which would help the patient initially but after a couple of days it would be back to not operating properly again and actually switched areas of stimulation from her back to her hip or legs area. It was reported she did not have any body trauma or falls and was very careful to not bend, stretch, etc. For the first 9 weeks post implant. It was noted the patient was wondering if the leads migrated and may do some x-rays of the leads. It was reported the patient was going to schedule an appointment with her health care provider. Additional information received reported the reps had seen the patient a lot more than just 6 weeks post implant when the event started. It was logged that one of them met with the patient 3-4 times in less than two weeks. It was reported that when they had seen her, she was satisfied, but then called back a few days later complaining again. Additional information received reported the patient met with several manufacturer representatives, numerous times. It was noted the patient was "a little difficult". It was logged that the manufacturer representatives would reprogram her and she would be "perfectly happy", and a couple of days later she would call up to complain. It was reported she had an appointment with her doctor on the monday prior to report and it was thought that they sent her for some x-rays. It was noted the results were unknown. Additional information received reported that manufacturer representatives had seen and worked with the patient several times. It was reported that the x-rays from the monday prior to report showed the lead had moved down 1 vertebral space. It was logged that a revision would be scheduled in the future and the time frame had not been determined. It was reported that the patient had good coverage at the time of report.